Manufacturer narrative:
PMA/510(k)#: k163018. This file was opened in response to a pcmf study reporting abscess, cholangitis and sepsis (biliary). This file is related to prs (B)(4). Device evaluation: the device evaluation could not be completed as the zilver 635 biliary self expanding metal stent device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: there is no evidence to suggest the customer did not follow the instructions for use. The device ifu0065 states ¿potential adverse events associated with ercp include but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, hemorrhage, hypotension, infection, liver abscess, pancreatitis, perforation, respiratory depression or arrest, sepsis. Additional potential adverse events that can occur in conjunction with billiard stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, nausea, obstruction of the pancreatic duct, pain, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumor ingrowth or excessive hyperplastic tissue growth, tumor overgrowth, vomiting¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be established. A possible root cause can be attributed to procedural or device complications. Abscess (infection), cholangitis and sepsis are listed in the device IFU as know potential adverse effects of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was opened in response to a pcmf study reporting abscess, cholangitis and sepsis (biliary). Confirmed quantity of 03 devices used. According to the initial reporter, the patients required intervention/additional procedures. A possible root cause of procedural or device complications was determined. Abscess (infection), cholangitis and sepsis are listed in the device IFU as know potential adverse effects of the device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 20-sep-2024.

Manufacturer narrative:
PMA/510(k)#: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: global clinical number: MDR-20102 title of clinical study: zilver 635 biliary stent (zilbs) final report device name: zilver 635 biliary stent (zilbs). The primary aim of this post-market clinical follow-up (pmcf) study is to confirm the performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favourable. This was a retrospective, observational, multi-center, post-market study that collected data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the zilver 635 stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 136 patient datasets were entered into the study database and are included in this final report. A total of 170 biliary stents were placed or attempted to be placed in 136 patients. Most patients received one stent (79.4%,108/136). The most frequently used stents were the zilbs-635-10-8 (69 stents). This complaint was opened to capture patients experiencing adverse events by category. Biliary implant site, hepatobiliary and miscellaneous adverse events: abscess at implant site 1/136, cholangitis 1/136 and sepsis (biliary) 1/136. Require intervention/additional procedures s=4 the 136 enrolled patients average 67.5 years old average body mass index of 25.2kg/m2. Female 49.3% (67/136) male 50.7% (69/136).